Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va28py5 serial# implanted: (B)(6) 2020 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va28py5, ubd: 14-apr-2022, UDI#: (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device wasn't working. Patient said they were able to connect w/ the ins. Patient said when they connected w/ the ins there wasn't an active program and they had to select one. Patient said on one of the programs they tried they felt stim in their low back where the lead was implanted. Patient said they tried the other programs and when they increased stim they weren't able to feel anything. Patient said they increased stim as high as they could. Patient said there was only program that was working. Patient said they haven't had any falls trauma or change in activity. The patient was redirected to their healthcare provider to further address the issue.